Manufacturer narrative:
H6. Investigation codes: updated. Investigation summary: no device was received; therefore, visual and functional testing could not be performed. The reported issue could not be confirmed. If the product is returned, the manufacturer will reopen this complaint for further investigation. The service history review could not be completed as no serial number was provided.

Manufacturer narrative:
B3: event date unknown. H3: device not received by manufacturer. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported via medwatch mw5165396 that the pump started its power on sequence but shut off partway through. The patient has a functioning backup pump and successfully switched to it. There was a patient involvement, and no harm/adverse event reported.